Event description:
The following info was reported to davol by the pt: it was reported that in (B)(6) 2011 the pt was implanted with 2 bard 3dmax light mesh for left and right inguinal hernia repairs. Since implant the pt reports having debilitating pain from both sides coming directly from the mesh sites. Pt reports he has seen several doctors and is unable to work and was placed on disability.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. No specific device failure or pt injury has been alleged and medical records have not been provided. Without a lot number a review of the mfg records could not be conducted. Additionally, it appears that the mesh remains implanted. With the currently available info, no conclusion can be drawn. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted. See MDR 1213643-2013-00077 for info related to the other 3dmax light mesh implanted on (B)(6) 2011.